Event description:
It was reported that a patient with this artificial urinary sphincter (aus) had an explant procedure due to erosion. The device was removed and discarded. Approximately eleven months later, a new system was implanted. There were no additional patient complications.